Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 08sep2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle did not perform properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, insulin flow will stop before the dosage is complete stated, there are times when attempting to take injection, he cannot depress the button because it locks up stated, he is not always able to prime pen needles stated, he's experience these issues with previous boxes but can only provide product information for one box..

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needle did not perform properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, insulin flow will stop before the dosage is complete stated, there are times when attempting to take injection, he cannot depress the button because it locks up stated, he is not always able to prime pen needles stated, he's experience these issues with previous boxes but can only provide product information for one box.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.